Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(4) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit' screen display froze. There was no harm to the patient.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found no errors present in logs indicating system failure or consistent with a display issue such as freezing up. The customer provided brief factual description, "the monitoring screen would freeze up and the balloon would stop. When it would unfreeze the a- line would be flat and would need to be flushed, re-zeroed and "fiddled with. This happened twice and once again when we were swapping out the iabp." The fse states, there were several no pressure trigger alarms in the alarm history log, indicating the pump was in semi-auto mode with bp triggering. An intermittent or loss of bp signal would manifest, symptoms similar to those described in the customer's brief factual description, per the operating instructions. The unit passed all functional and safety tests according to factory specifications. The unit was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d9, a3, a4.